Manufacturer narrative:
H3 other text : device serviced at third party service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned to a third party service center. The device was evaluated by a service technician. The technician reports sieve and o2 pilot solenoid are clogged, manifold is contaminated, overlay kit is damaged, the power cable is melted, and the spring kit is rusty.

Manufacturer narrative:
In box d product UDI and box h problem code grid, evaluation results code grid are updated/corrected.